Event description:
It was reported that during the unk surgery, after fired, the knife moved to the distal end, but could not return knife automatically. Knife reverse button could not work. Used manual override lever to return knife and then during the surgery, after fired, could not open the jaw. Opened the jaw manually with big force. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
(B)(4). Date sent: 3/25/2025. D4: batch # 838c45. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with bailout door out of position and with a gst60w reload. The reload was received partially fired 1/5. After installing the returned bailout door, the device was tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence. The staple line and cut line were complete and the staples meet the staple release criteria. However, the knife advancing was noticed slower than normal speed. In addition, the knife could returned automatically and the device could open and close without any difficulties noted during the functional test. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the pcb board was noted to be not functional as expected power. No conclusion could be reached as to what may have caused the pcb board to be damaged. It is possible that the knife speed slow due to damage on pcb component may have caused the partially fired, difficult to open the device and the knife did not reverse as expected. Device history review: a manufacturing record evaluation was performed for the finished device batch number 838c45, and no non-conformances were identified.